Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They were unable to fit the scope through the device during the case. The case was finished by using another vh-4000 device. There was no injury to the patient or staff.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They were unable to fit the scope through the device during the case. The device was not used on the patient because the scope would not fit into the cannula. Therefore the patient was not harmed. Another device was pulled from the shelf and used successfully. There was no injury to the patient or staff.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 analysis of production : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/ 67) there was one additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of (B)(6) 2021¿ through (B)(6) 2022. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual device (10/213 & 67) the device was returned to the factory for evaluation on 02/03/2022. An investigation was conducted on(B)(6) 2022. A visual inspection was conducted. Signs of clinical use no evidence of blood was observed. The harvesting device was returned inside the cannula. The heater wire was observed to be flexed away from the hot jaw at the center due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the results of the investigation, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.